Event description:
Per the clinic, the patient experienced an infection at the receiver/stimulator area and subsequently was treated with antibiotics once a day (specific type, date and duration not reported). The device then explanted on (B)(6) 2025 and it is unknown if there are plans to re-implant the patient as of the date of this report.